Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. This MDR will be supplemented if additional information is received.

Event description:
It was reported that the ultrasound system showed various problems such as intermittent electrocardiography (ECG) flatlines, stayed in review mode without exiting when the 2d encoder was pressed, and showed the common physio module (cpm) watchdog had timed out in the smq log. These issues were reported to have been observed during an unknown procedure. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the system log files were reviewed by engineering, which attributed the transient watchdog time-out error and ads communication test failure to an internal cpm (hardware) error. The cpm was analyzed by the supplier, and the reported issue could not be reproduced, however. Therefore, the investigation results are inconclusive. Reference: (B)(4).